Manufacturer narrative:
Bmi reported as: 20.8; height reported as: 62 inches. Manufacturing date: mar 19, 2004 . The device history records revealed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Corrections: corrected to adverse event; corrected to required intervention to prevent permanent impairment/damage (devices); corrected to serious injury. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It ws reported prodisc-c clinical study patient ID (B)(6) was implainted with prodisc-c, 6mm medium-deep implant size, at level c5-c6 on (B)(6) 2007. Etq complaint update associated with catsweb (cw) complaint (B)(4). Reason for cw (B)(4): pain, bilateral arm discomfort that radiates to thumb, index, and middle fingers and upper shoulder area. New information received: age, bmi, height, imaging, and comorbidities, part, lot and DHR findings.(B)(4)

Manufacturer narrative:
Device not explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment and not diagnosis. Design review was performed by product development: this case involves the degeneration of the levels adjacent to an implanted prodisc-c. The complaint report and attached radiographic report do not indicate the implant as the cause of the degeneration. The degeneration may be a result of initial patient selection or natural progression of the disease. It is not possible to know the direct cause of the degeneration with the information in this complaint. No new clinical needs or hazards have been identified as a result of this complaint or the complaint rate for adjacent level degeneration. As such no update to the dhf is required. The design risk assessment is adequate for the intended use.

Event description:
Patient who experienced pain for greater than 1 year was enrolled in a prodisc-c clinical study and was implanted on (B)(6) 2007 at level c5-6 with a prodisc-c implant. On (B)(6) 2009, patient had two year follow up visit and reported pain, bilateral arm discomfort that radiates to thumb, index, middle fingers and upper shoulder area. X-rays showed at c4-5 and c6-7 level patient has progression of previously present degenerative disc disease with posterior spurring at c4-5 level. Device was not removed, surgeon recommended scheduling a MRI and injections of c4-5 level. No further information is available.